Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the proximal set up joint (suj) and performed the failure analysis. During failure analysis, the reported 32100 error on arm 1 was confirmed but not replicated. In lighthouse, error 32100 was confirmed indicating that the axes controller setup (acu) board reported a voltage monitoring fault. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. The proximal was tested on a patient side cart fixture test platform (pftp) where it passed all relevant testing. Based on these findings, failure analysis determined that the acu board is the potential root causes for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is due to an issue with the flex joint and/or the axes controller setup (acu) printed circuit assembly (pca) on the proximal set up joint (psuj) but cannot be traced more specifically at this time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) and the patient side cart (psc) flex joint to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) to report arm 1 was faulting with a 32100 error. The customer mentioned that arm 1 was not used during the procedure, allowing them to complete it without issues, but they intended to use the system the following day. The tse reviewed the system logs and confirmed the 32100 error related to set up joint (suj)1prox/flex. The tse instructed the customer to power down the system and perform a hard power cycle on the robot. The customer executed this and successfully powered the system back on. However, when arm 1 was moved, the fault reappeared immediately. The tse then guided the customer through a recovery process, which was successful. The procedure was completed with no reported injury.

Manufacturer narrative:
The patient side cart (psc) flex joint was evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and no problem was found related to reported issue. Checked lighthouse/aperture and confirmed error 32100 had occurred. Installed arm 1 flex on an internal equipment, fixture, or tool (eft) system and received a 32100 error, replicating reported issue. Root cause not determined at this time.

Event description:
Refer to h11 for follow-up information.